Event description:
It was reported that, during an implant procedure, while the physician was inserting the lead, the stylet punctured through the tip of the lead. The lead left behind one metal contact in the epidural space. A new lead was opened, but the contact is still currently in the epidural space.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device and patient information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
D4: device information was added. E1: physician information was added. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.